Manufacturer narrative:
Associated device: brand name: pistol pusher; model number: 55pp210; lot number: opp20283; manufacturing date: 2020-oct-01; expiration date: 2025-sep-01; manufacturer: occlutech tibbi urunler san.ve tic. Ltd. Sti; manufacturer address: yesilkoy sb mah, e blok sok, occlutech apt. No:6 bakirkoy istanbul, 34149 turkey a4 patient weight is unknown the investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that while implanting this 36 millimeter (mm) atrial septal defect (asd) occluder, immediately after the occluder was in position and before the occluder was released, the patient presented atrial fibrillation. Electrical cardioversion was performed and the patient immediately converted to regular sinus rhythm (rsr). The occluder was released and the procedure was successfully completed. The patient maintained rsr and was provided medication with further monitoring planned. The device remains implanted. No further patient complications were reported.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record. The device was not returned for further investigation. Following the complaint received, no additional images or videos were provided to enable a comprehensive investigation into the root cause. However, based on the available information, the measured defect size of 33 mm, although in the lower margin of IFU recommendation, was appropriately selected in accordance with the guidelines. As part of the root cause investigation, the case was reviewed with a medical expert, outlining the following key points: - atrial fibrillation and associated complications are well known potential outcomes following asd closure, particularly in cases involving larger occluders, older patients, or pre-existing atrial remodeling and functional compromise. All asd patients carry an inherent baseline risk of atrial arrhythmias, and procedural interventions including occluder placement may serve as mechanical triggers due to altered left atrial hemodynamics or structural interactions. - while procedural complexity or challenges during device deployment (e.g., septal manipulation) could have influenced the outcome, direct correlation was difficult to establish, particularly when the physician confirmed the reported flex ii asd was released without excessive mechanical stress. Based on the investigation findings, including production records and medical expert assessment, the reported event is determined to be not related to the flex ii asd. The event is attributed to well known flex ii asd implantation complication and is listed as an adverse event in the corresponding IFU.